Event description:
Hill-rom received a report from the account stating the latch on siderail not working. The bed was located at the account in the emergency room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the latch was missing screws. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician installed new screws to the latch to resolve the issue. Based on this information, no further action is required.